Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ar-4med1 prompted for a password and remote support service (rss) was offline. The device displayed a black screen with a blue box requesting a password. The customer attempted troubleshooting by rebooting the station; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system prompted for a password. A field service engineer (fse) found that the station was displaying a boot disk error. The fse attempted to upgrade the sata cable using the latest kit, but the issue persisted. All internal bus cables were reseated, and connections in the e compartment were checked. The solid-state drive (ssd) was then replaced, and the station was reimaged using aria with the latest software component checklist. The station was brought back online, and staff confirmed normal operation, resolving the issue. The system functioned as intended after the field service engineer repaired the device.